Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was determined to be okay, which suggests a false alert on the ICD. The rv lead alert was due to true ventricular fibrillation (vf) events that caused the patient to fall. Aside from a review of medication, no intervention was taken. The patient is currently stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell while fishing and hurt their ankle. The patient used crutches and fell again. The implantable cardioverter defibrillator (ICD) alerted and it was then that the patient sought medical attention. In clinic, an atrial lead position check failed. A lead integrity alert was also observed on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.